Event description:
Healthcare professional reported that a patient was injected in the marionette area with 1 ml of juvéderm® voluma® with lidocaine. Nine months later, the patient experienced a non-device related ¿viral sinus infection¿ and was treated with oral antibiotics. The patient then experienced ¿lumps¿ at the injection site that were ¿hard in nature.¿ the patient was treated with hyalase twice and prednisone for 3 days. The patient was advised to get an ultrasound from their general practitioner. The event is ongoing.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). Continued h.6. Investigation code: b18, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "viral sinus infection", deemed not device related, is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported that a patient was injected in the marionette area with 1 ml of juvéderm® voluma® with lidocaine. Nine months later, the patient experienced a non-device related ¿viral sinus infection¿ and was treated with oral antibiotics. The patient then experienced ¿lumps¿ at the injection site that were ¿hard in nature.¿ the patient was treated with hyalase twice and prednisone for 3 days. The patient was advised to get an ultrasound from their general practitioner. The event is ongoing.